Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation connections that pertained to the monitor were reseated. Also, the power supply was adjusted. The system was then found to be working as intended.

Event description:
The customer reported the system's left monitor failed to operate and the system failed to fluoro. No report of pt injury.